Manufacturer narrative:
The adverse event box should have been marked for this event, this report is being sent as a follow-up to note that correction. This report documents the affect to patient. Report #2122870-2011-00877 documents the malfunction portion of this event.

Manufacturer narrative:
Sample was serum with a gel separator and was allowed to clot completely before being assayed. Sample was checked for fibrin and none was noted. Qc is run every 8 hours and has been in range. A field service engineer (fse) was dispatched: fse talked to customer about this event. This facility is primarily a reference lab for many off site clinics and most samples are drawn at the clinics. Customer is unable to control proper collection techniques, training of phlebotomists, and transport. Fse suggested customer perform some accutni precision runs to check for outliers. At this time, fse feels pre-analytical sample handling is a likely contributor to this event. No other assays are in question. Bci rep will be discussing possible pre-analytical sample handling suggestions with the customer. Although pre-analytical sample handling issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the access 2 immunoassay system for one patient. Customer tested a patient sample for accutni and obtained a result of 0.55ng/ml which repeated at 0.03ng/ml. The erroneous result was reported outside of the laboratory and a corrected report was sent. Customer reported results from two other patients, but they were within the risk stratification range. One patient was admitted to ER, but no treatment was given.